Event description:
Customer reported an issue where the pump intermittently failed to charge. The distributor received the pump for investigation and could not turn the pump on even after being plugged in for over two hours with different cables. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.